Event description:
It was reported that after the t1 deployed t2 deployed prematurely. No patient harm was reported. A backup device was available to complete the surgery.

Manufacturer narrative:
The device was returned for evaluation. Visual assessment of the device shows both ts are free from the insertion needle and were returned for evaluation. Examination of the construct showed no abnormalities. The distal end of the depth limiter is damaged/crumpled. The condition of the device indicates during deployment of t1 the device was over penetrated beyond the preset depth causing t2 to be stripped off the needle. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.